Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient mentioned on the call that the stimulator was "being revised", they have not used the stimulator for a long time.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt)who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that their stimulator had not worked for probably 2 years. Patient stated that the stimulator worked for maybe a month and a half or two months, but then the implant would work on and off. Patient noted that after implant, they developed scar tissue and bone spurs and the implanted neurostimulator moved and went up and over some kind of bump in their back and they didn't know what that bump was, but somehow the implant moved. Patient noted that the implant started working on their left side only and not on their right side, but eventually the left side also stopped working. Patient mentioned that they needed an MRI. Agent reviewed MRI eligibility form and emailed the form to the patient. The patient was redirected to their healthcare provider to further address the issue. Caller reports patient indicated the ins battery does not work, completely dead and has not used the stimulator over a year.